Manufacturer narrative:
The product was discarded by the user facility. The device history was reviewed and found to meet manufacturing specifications. This investigation is on going.

Event description:
The user facility in china reported that during retinal detachment / reattachment surgery, the vitrectomy cutter stopped running. This resulted in the suspension of surgery so a new pack could be opened, after which the surgery continued as normal. Additional information received confirmed the aspiration continued when the cutting stopped. The procedure was suspended for approximately 10 minutes with no affect on the patient.

Manufacturer narrative:
The product was not available for evaluation therefore, the root cause could not be determined. The trend analysis was considered acceptable and the product is performing within anticipated rates. No corrective action is required.